Event description:
Immediately after treatment with cosmoderm 1 in the glabella and oral commissures the patient presented with blanching and bruising in the glabella. The patient then began experiencing severe headaches, nausea, vomiting and pain in the left eye for an hour and a half post treatment. The physician gave the patient two regular strength tylenols for the pain and nausea. The physician believes it may be a vascular event and was thinking about treating the patient with nitropaste before they were taken to the emergency room.

Manufacturer narrative:
Additional information: device evaluation summary: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, a minor deviation was noted. The deviation noted was not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.